Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Stockert 70 system - us catalog # s7001. Serial # (B)(4). Coolflow pump - us catalog # cfp002, serial # (B)(4). (B)(4).

Event description:
During an atrial flutter left procedure, a pericardial effusion was noticed as the patient¿s blood pressure dropped. The pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed but caller did not know how much fluid was removed from the patient. The patient was reported to be in stable condition. On (B)(6), received additional information requested from bwi representative stating that the physician¿s opinion regarding the causality of the tamponade was the manipulation catheters in the endocardium. The outcome of this adverse event was fully recovered.